Event description:
The customer reported via phone call that they were hospitalized for high blood glucose for four days. The customer stated their high blood glucose affected their organs. Customer stated they were diagnosed with kidney cancer during this incident. The customer did not provide further details about the hospitalization. Customer also reported the battery was lasting for one day on the insulin pump. It was also found the reservoir icon would have incorrect reading on the insulin pump. Customer also reported two cracks were present on the insulin pump's screen. The customer's blood glucose was 157 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.